Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an excision of hydrocele procedure, when using the pencil to cauterize, the pencil tip sparked. The spark did get on the patient's scrotal tissue, this occurred close to the incision site, which was very minor and being so close to the incision. While trouble shooting the device the tip and pen were changed, but the equipment was still sparking and was removed from service. The patient had a superficial first-degree burn.

Event description:
According to the reporter, during an excision of hydrocele procedure, when using the pencil to cauterize, the pencil tip sparked. The spark did get on the patient's scrotal tissue, this occurred close to the incision site, which was very minor and being so close to the incision. While trouble shooting the device the tip and pen were changed, but the equipment was still sparking and was removed from service. The patient had a superficial first degree burn. The procedure was completed by switching out the unit. There was no treatment required.

Manufacturer narrative:
Additional information: b5, e1 (facility name and address), g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.